Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The blood glucose levels were between 500 and 600 mg/dl. The customer changed the infusion set a few days prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The customer did not have another infusion set with her to perform the high pressure test again.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.